Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 679 mg/dl and it was also reported that the crack at the back to the battery compartment. Troubleshooting was partially performed. It was unknown whether the customer was using the pump within 48 hours of the reported event. It was unknown whether the auto-mode feature was active. No further patient complications were reported. The customer will discontinue the use of the insulin pump and revert to the backup plan as per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at (B)(4) inches. However, the pump had a high active current measurement and sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2023 listed on smartsolve. Dailytotalofallinsulindelivered: 608750 (60.875 u) dailytotalofbasalinsulindelivered: 336750 (33.675 u) dailytotalofbolusinsulindelivered: 272000 (27.2 u) (B)(6) 2023 07:55:03.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normal bolusamount programmed: 10000 (1 u) bolusamountdelivered: 10000 (1 u) (B)(6) 2023 08:38:30.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 61000 (6.1 u) bolusamountdelivered: 61000 (6.1 u) (B)(6) 2023 09:37:59.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 15000 (1.5 u) bolusamountdelivered: 15000 (1.5 u) (B)(6) 2023 12:44:11.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 79000 (7.9 u) bolusamountdelivered: 79000 (7.9 u) (B)(6) 2023 20:58:09.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1foodbolus (7) normalbolusamountprogrammed: 107000 (10.7 u) bolusamountdelivered: 107000 (10.7 u) please see below for pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file.  No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: (B)(6) 2023 00:42:45.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2023 00:43:19.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Sgcalibrationerror (776) was recorded and found in the formatted history file on: (B)(6) 2023 13:39:19.000 (B)(6) 2023 13:53:30.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sg calibration error or unexpected sensor errors or anomalies were noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power error 25, power loss alarm and replace battery alert/replace battery now alarm noted 1 week prior to the event date (B)(6) 2023 in the formatted history file.  However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 09:39:00.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 09:43:04.000 (B)(6) 2023 09:43:14.000 insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 at 11:40:56 am. There was no power data available for the event date of (B)(6) 2023. Unable to check power data for low battery alert. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the active current measurement and sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the active current measurement and sleep current measurement. A high active current measurement and sleep current measurement (unexpected battery power loss) were confirmed, suspected on the pcba 1 and pcba 2. Force sensor zero offset within specification (22.6 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the back to the battery compartment of the pump. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. However, a high active current measurement and sleep current measurement (unexpected battery power loss) were confirmed, suspected on the pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.